Event description:
It was reported that the device had constant occlusions. The left side of the pcu is not functioning ¿ any unit connected to this side fails to establish a connection. Additionally, dead syringe is not connecting at all and appear to be completely non-functional. The event logs show multiple instances of ¿pump pressure mode¿ followed by ¿occlusion_retries_changed¿ errors. There was no information on patient involvement. During an on site visit the customer provided additional details to a bd clinical consultant. Event occurred on pediatric intensive care unit "spoke with the nurse who took care of the patient. On (B)(6) 4pm did a line change. On saturday (B)(6) approximately 7am channel disconnect error on the brain and scrolling on the marquee on c channel that is pink tagged and shut off. The other modules were infusing (other 3) the weekend (B)(6) on lt909. Nurse tried to remove and reattach module with no success. Changed all (4 modules and 1 brain) clinician stated that ¿ each channel was taken apart and then reconnected individually, but it still was not recognized provided by nursing clinical specialist".

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-121504.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had constant occlusions. The left side of the pcu is not functioning ¿ any unit connected to this side fails to establish a connection. Additionally, dead syringe is not connecting at all and appear to be completely non-functional. The event logs show multiple instances of ¿pump pressure mode¿ followed by ¿occlusion_retries_changed¿ errors. There was no information on patient involvement. During an on site visit the customer provided additional details to a bd clinical consultant. Event occurred on pediatric intensive care unit "spoke with the nurse who took care of the patient. On 9/12 4pm did a line change. On saturday 9/13 approximately 7am channel disconnect error on the brain and scrolling on the marquee on c channel that is pink tagged and shut off. The other modules were infusing (other 3) the weekend 9/13 on lt909. Nurse tried to remove and reattach module with no success. Changed all (4 modules and 1 brain) clinician stated that ¿ each channel was taken apart and then reconnected individually, but it still was not recognized provided by nursing clinical specialist".